Event description:
The customer states that one patient sample generated a false negative result with the axsym toxo igg assay. An initial result of <2.0 iu/ml was followed up by a positive result of 23 iu/ml on the same sample. The sample also tested positive with a non-abbott methodology. No suspect results have been reported from the lab. There is no reported impact to patient management. A service call was initiated.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.